Event description:
A handheld serial cable was returned to the manufacture for an unk reason. An analysis was performed on the returned serial cable and visual analysis of the returned serial cable identified that pin 9 of the db9 connector was bent and touching pins 8 and 3. The cause for the bent pin is unk, but is most likely associated with mishandling of the device. Once the pin was straightened using a pair of pliers, no anomalies associated with the serial cable performance were identified during the analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.